Event description:
It was reported that an rx acculink stent was successfully implanted in the right internal carotid artery. Approximately 30 minutes post-procedure the patient experienced left sided weakness and intracranial hemorrhage due to hyperfusion syndrome. CT scan of the head showed right parietal intracranial hemorrhage with intraventricular extension involving left lateral ventricle and extending to 4th ventricle and basal cisterns. The patient was hypertensive and developed respiratory distress. The patient was sedated and intubated and a ventricular drain was placed. Hospitalization was prolonged. Sedation was stopped, however, on (B)(6) 2010, the patient was not waking up and was on CPAP. Neurological examination was improved but fluctuating. The patient's status was do not resuscitate and on (B)(6) 2010, the patient was transferred to palliative care. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of hemorrhage and neurological event are known adverse events listed in the rx acculink instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with no respect to manufacture, design or labeling.